Event description:
The manufacturer was made aware of an alleged thermal event associated with the device's power cord connection to a continuous positive airway pressure (CPAP) device while the device was in use. There was no pt harm or injury associated with this reported event. The device and associated accessories were returned for evaluation. Upon completion of the investigation, a follow up report will be filed by the manufacturer.